Event description:
During an incident in 2001 involving a pt in cardiac arrest, this defibrillator, while charging to shock for the second time prompted "battery low" and shut down during the next attempt. The battery was replaced. A friend stated the pt had collapsed on the st. CPR was in progress when the crew arrived. Another crew placed the pt on board their vehicle with a collar and shocked twice with their defibrillator. Care was continued by an als crew who found the pt in asystole upon their arrival. They shocked once with their defibrillator, placed an et tube, used a bvm and administered epinephrine and atropine during transport. The pt has a history of psych and pos tx for substance abuse. The crew states the unit was checked at the start of tour.